Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device was investigated on-site by our field service engineer. The pressure transducer printed circuit(pc) boards were replaced and sent in for investigation. The visual inspection of the two returned pressure transducer pc boards reveal traces of flux residues around the connecting pins of the pressure sensor. When installed and tested in a ventilator, the device fails the pressure transducer test, safety valve and patient circuit test. The reading of the measured offset shows that its slightly above the allowed limit. No errors were generated during the one day simulated ventilation test. The review of the returned device logs show that the device generated alarms for high peep after a 4 day ventilation session. The performed pre-use check after this ventilation session failed the internal leakage, safety valve and patient circuit test. The cause of the reported event are drifting pressure sensors. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact person: (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).